Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason(s) for revision: elevated metal ion levels. Re-opened: (B)(6) 2014 - added country as was missed in error when creating com, no med-dev update was necessary as was already reported on med-dev. Update 7 apr 2015: new information received from (B)(6) implant and explant surgeon, kid, marked com as legal. Filled in all missing mw fields and expiry dates for all products. Changed complaint category - product related to metal ions. (B)(4).

Event description:
Asr revision.asr xl - left.reason(s) for revision: elevated metal ion levels.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.